Event description:
Customer reports back to back blood sugars of 89 mg/dl and 160 mg/dl on her advantage system that were within 4 minutes. No controls were run. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.